Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer observed septum material in the syringe and insulin vial while performing the load sequence. The customer's blood glucose level was 235 mg/dl. Tandem technical support educated the customer in regards to this issue.